Event description:
The product was fixed to the patient on (B)(6) of 2011. On (B)(6), the screw on the clamp which fixes the apex pin was broken. The bone union hasd been achieved at this stage.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.